Manufacturer narrative:
Philips service reconnected the hostpc interface and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that device failed to boot up due to hostpc issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.